Event description:
This case was reported by a consumer and described the occurrence of salivation in a (B)(6) female pt who received denture adhesive powder-double salt (super poligrip denture adhesive powder-report number 9681138-2011-00256) for an unk drug indication. A physician or other health care professional has not verified this report. Co-suspect medication included super poligrip comfort seal strips. On an unk date, the pt started denture adhesive powder-double salt. At an unk time after starting denture adhesive powder-double salt, the pt experienced salivation, unable to eat, difficulty chewing and product complaint. This case was assessed as medically serious by gsk. Treatment with denture adhesive powder-double salt was discontinued. At the time of reporting, the outcome of the events was unk. Consumer called and reported that his wife was experiencing the events of watering mouth, difficulty chewing, and that she can't eat. The consumer stated that he was unsure if super poligrip was causing these issues with her, but that she had used the powder and strips seemingly in conjunction with one another. He stated that his wife discontinued use of the products approx a week previous to report, but that her events remain unabated. The consumer also reported a product complaint that the powder was not holding for her on both the powder and the strips.

Manufacturer narrative:
Super poligrip comfort seal strips are mfg in (B)(4) and neither the product nor lot number for this product is available. (B)(4).